Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tines/lobes of the lead became extrinsically distorted. The analyst noted the tines were distorted due to tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had pulled back and the r-waves were variable. In addition, fluoroscopy showed the left ventricular (lv) lead had pulled back into the main body of the coronary sinus and the doctor suspected the patient was a twiddler. The physician was going to reposition the rv lead, however, the helix would not go back into the lead when using the turning tool. A different turning tool was attempted, along with a manual turning attempt, bu the rv lead would not move. The rv lead was capped and replaced. The physician removed the lv lead in order to gain access to the cs and the physician noted the lead seemed to be torqued and the tines were abnormal without their usual shape. The physician did not want to re-implant the lv lead and it was replaced. No further patient complications have been reported as a result of this event.